Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g5 mobile application shut off unexpectedly. It was reported that the patient was using an unsupported operating system. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected g5 mobile application shut-off was confirmed via data. The root cause was determined to be an sql error. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.